Manufacturer narrative:
Section d9: corrected. Section h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: incidental findings: missing button release cover. The reported event of a backup battery fault alarm was confirmed via log file analysis. Data on the reported event date of 03feb2025 was reviewed. The controller event log file captured backup battery fault alarm events that became active on 03feb2025 at 2:37:52. The driveline was physically disconnected at 3:07:47 and then connected 3:08:12. The pump speed value recovered, and the backup battery fault alarm remained. Additional information reported the patient physically disconnected/connected the driveline to troubleshoot the backup battery fault alarm. The driveline was physically disconnected at 3:09:03 and remained disconnected thereafter. The backup battery fault alarm did not affect the controller¿s ability to operate the pump at the set speed and activated due to the backup battery not passing load test. At the time of this alarm¿s activation, the loaded voltage was measured not within the acceptable threshold compared to the unloaded voltage. The returned system controller (serial # (B)(6) passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. The returned backup battery (serial # (B)(6) was discharged then fully charged within the returned system controller. A backup battery fault alarm was unable to be reproduced during the evaluation. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarm. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes backup battery fault alarms. Backup battery fault alarm: ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. ¿how your heart pump works¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 2, ¿replacing a backup battery in the system controller¿ details the required tools and steps to exchange the internal 11v backup battery. Under ¿system operations¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Cautions users to ¿ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient reported a yellow wrench around 1:40am on (B)(6)2025 (their system controller clock was off by about an hour). They then performed a system controller exchange despite the site's recommendations, which fixed the problem. On interrogation a backup battery (ebb) fault alarm was noted as the cause. When plugged into clinic power module there were no active alarms and had 12 months on internal battery. Of note patient has had this issue historically. Log files were sent for review and the log file began capturing ebb faults on (B)(6)2025 due to the ebb failing the load test. On (B)(6)2025 @ 3:07:47 the driveline was disconnected and reconnected on (B)(6)2025 @ 3:08:12. The ebb fault did not resolve with the driveline disconnect. The driveline was permanently disconnected on (B)(6)2025 @ 3:09:03. It was confirmed that the driveline disconnect performed prior to system controller exchange was performed by the patient. The patient was trying to get the alarm condition to stop. The patient has had no alarms or issues since the exchange.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.